Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the occluder module did not work. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint is not verifiable. Per subsidiary, the unit will not be returned for evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.